Event description:
The customer reported that there were issues connecting the foot pedal to the device and occasionally not taking pedal input. The issue was found during preparation for use. There were no reports of harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Visual inspection found minor scratches, rust on screws, and dent on corner of the footswitch. The buttons/pedals appeared to be in good condition. The footswitch was then checked with olympus test soltive laser system model tfl-pls following the inspection guidelines. The wireless footswitch had successfully paired. Furthermore, when each pedal was pressed/released, the laser system check displayed the indicators then check marks for the left pedal 1, right pedal 2, and middle button. Olympus repeated the functional inspection of footswitch again and each time passed the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to e2 and e3.